Event description:
The customer reported to baxter (B)(4) of a clearlink luer activated valve to IV access in which the "access part of injection port is depressed and cannot be swabbed." The event was reported to have occurred before use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: two samples were received for evaluation. Visual inspection was performed and no defects were observed. Functional test was performed. Tip protectors were removed and a male luer lock was connected to an extension set. The sets were able to be primed. The reported condition was not confirmed. The root cause was not determined. Additional information: a batch review cannot be performed since there was no lot number provided.

Manufacturer narrative:
(B)(4). Patient information was corrected. There was patient involvement in this incident. The customer reported to baxter new zealand of a clearlink luer activated valve to IV access in which the "access part of injection port is depressed and cannot be swabbed." There was a "failure of the injection port of the luer activated valve to rise for swabbing. The valves appeared to operate well for 2 to 3 days after [the patient was] put on the PICC lines and failed after 3 to 4 days of use". The event occurred during infusion. There was patient involvement; however, there was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.